Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pretest (prior to use), the nurse inflated and deflated the balloon/cuff, but the cuff did not deflate completely. There is no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Air was removed from and returned to the bronchial cuff and the tracheal cuff unit. Both cuffs were fully inflated and deflated three times and no issues noted. The customer complaint was not verified.